Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after losing weight the patient¿s ipg pocket site sit on top of patient¿s iliac crest with the skin sagging. As such, surgical intervention is planned to address the issue.

Event description:
Additional information received indicates surgical intervention took place on 15jul2021 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.